Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. The investigation was unable to determine a conclusive cause for the reported difficulties. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no other incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that when using the ppack 20/30, blood and contrast media back flow is observed coming back in the valve. This has happened a few times since the change of contrast media used in the cath lab (from visipaque to omnipaque). This did not occur before the change. This issue is observed when using a small device like a 5f guiding catheter. The device is able to be used for the procedure, not necessary to change it, but it is an inconvenience. There was no clinically significant delay in procedure and no adverse patient effect. No additional information was provided.